Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator showed an estimated remaining longevity of less than three months, although measured battery parameters indicated beginning of life characteristics. The reason for this could not be determined. The pulse generator exhibited normal electrical characteristics and the estimated remaining longevity was 3.25 to 4.25 years.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The displayed remaining longevity was less than three months, but the battery measurements were 1 kohm, 2.79 v and 19 ua. The physician elected to explant and replace the device.